Event description:
It was reported that a visitor at the user facility tripped over the caster wheel at the foot of the stretcher and injured their ankle as a result. Further information on the treatment and the type of the injury is unknown at this time.

Event description:
It was reported that a visitor at the user facility tripped over the caster wheel at the foot of the stretcher and injured their ankle as a result. Further information on the treatment and the type of the injury is unknown at this time.

Manufacturer narrative:
It was reported that a visitor tripped over the caster at the foot end of the stretcher. As a result to the tripping event, it was reported that allegedly the visitor injured their ankle which was treated with an ice pack on the ankle. The customer reported that there was no malfunctions with the product and reported that the likely cause as to why the alleged event occurred may have been due to the visitor not noticing the wheel while passing by.